Event description:
Patient revised to address infection, found polyethylene wear on insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported infection or polyethylene wear based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed. Should the product and/or additional information be received, the investigation will be re-opened.